Event description:
It was reported that during a procedure to treat a bleed using the concerto coil, there were issues with the coil not advancing through the microcatheter. The coil encountered resistance and became stuck at the catheter hub on two occasions. The procedure involved the use of a non-medtronic microcatheter. The first coil advanced through the microcatheter successfully, but the second did not. The third coil advanced, while the fourth did not. Despite these issues, the coils were removed without difficulty. The patient's blood flow and vessel tortuosity were reported as normal. There were no patient symptoms or complications associated with this event. Additional information was received that a continuous saline flush administered and maintained as indicated in the IFU. Additional information was received stating that the cause of resistance was never determined. Everything was done by IFU.

Manufacturer narrative:
This event is reported at this time based on analysis findings which indicated a possible reportable event. H3. Product analysis: equipment used: video inspection system (m-85519), ruler (m-83360), camera (panasonic lumix dmc-zs5 as found condition: the concerto device was returned for analysis within a shipping box, within an opened concerto inner pouch and without its introducer sheath. The unknown non-medtronic micro catheter used in the event was not returned for analysis. A second concerto device was also returned and was assessed separately. Visual inspection/damage location details: the concerto pusher was found bent/kinked throughout the length of the pusher. The pusher was also found broken at ~141.8cm from the proximal end. The coin was found retracted out of the lumen stop. The implant coil was already detached and not returned for analysis. Testing/analysis: the implant coil could not be used for resistance testing with an in-house micro catheter as the implant was already detached. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck at cath. Hub¿ was confirmed as the damages found is consistent with resistance. Possible causes for coil resistance at catheter hub are, but not limited to failure to utilize continuous flush, micro catheter damage, incompatible micro catheter, or use of an improper hubbing technique (over tightening of the rhv/sheath not firmly seated into hub). Customer did not report any issues or damages found during preparation per IFU; therefore, it is possible the damages occurred during the attempt to push the coil into the micro catheter hub against the reported resistance. The implant coil was already detached, due to the break on the pusher. The break likely occurred due to advancing against the reported resistance. As the unknown micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the resistance could not be determined. Customer reported successfully deploying other coils through the same micro catheter, therefore, the likely cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.